Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at the time of the implant of this transcatheter bioprosthetic valve, the patient was evaluated as at risk for coronary artery occlusion due to small diameter of the valsalva and low coronary height. The valve was implanted. No issues were reported at that time. Two months and twenty-one days following the implant of this transcatheter bioprosthetic valve, chest pain on exertion was reported which gradually worsened. At a previous hospital, an echocardiogram showed st depression. Approximately four months and five days following the procedure, the patient was emergently hospitalized with unstable angina pectoris. Approximately one month later, a coronary artery angiography (cag) identified decreased coronary blood flow due to interference from the transcatheter valve. St depression was observed due to the contrast load which required the insertion of an intra-aortic balloon pump. An emergency aortic valve replacement was performed that same day. Coronary blood flow improved per cag. The patient was discharged in good condition. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic, so no product analysis could be performed. Per instructions for use (IFU), occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. It was reported that at the time of implant, the patient was evaluated as at risk for coronary artery occlusion due to small diameter of the valsalva and low coronary height. Although this was a likely contributing cause, with the limited information available, a conclusive cause of the occlusion could not be determined. Conduction disturbances, such as EKG/ECG changes, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause of this conduction disturbance could not be determined from the limited information available but the coronary occlusion may have been a contributing cause. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated data: results and conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.